Event description:
The customer reported the device had a speaker malfunction. The reporter could not confirm if the device had sound at the time of the event. During product evaluation, the philips bench repair technician found no audio/no sound on the mx40 telemetry device. It was unknown if the device was in use on patient at the time of the event.